Manufacturer narrative:
As reported, there was a lot of resistance to a 7f exoseal vascular closure device (vcd) when being fed into a 7f cordis sheath. At first the indicator window changed from black and white to black and black, likely because the indicator guidewire scraped plaque. When it was retracted again, it detached from the plaque and changed to black and white again. However, the indicator window never changed then, and the plug could not be released. The closure device was not used for safety reasons. While attempting to release the plug, the plug deployment button could not be depressed. Out of an abundance of caution, the plug was not released by operator. There was a little visible bend/damage in distal end of the vcd after removal. There was no reported patient injury. The patient had tortuous and stenotic vessels. The device was used in an interventional procedure using a retrograde approach. The physician had achieved certification on the use of the exoseal device. There was no visible signs of device or package damage prior to use. The vcd was used with a cordis 7f sheath. The device was stored and prepped according to the (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site had visible calcium or plaque. There was mild vessel tortuosity. There was no stent near the puncture site. The patient has calcification of the blood vessels. The patient had stenotic vessels. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. Hemostasis was achieved by manual compression. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. First the indicator window changed from black-white to black-black, then it changed to black-white. The button was not depressed at all but was not showing black at the time. The indicator window did not show any red color during retraction. The sheath was not kinked or bent upon removal. The sheath was flushed prior to exoseal vcd insertion. The vascular sheath introducer was not rotated 180 degrees before trying to re-advance the exoseal vcd. No excess force was applied during insertion. Out of an abundance of caution, the plug was not released by operator. One non-sterile vascular closure device 7f was received for analysis. Per visual analysis, the deployment lever on the device was depressed and the plug was not present on the delivery shaft with the indicator wire fully retracted. The indicator window was received on white/black position and the guard was found locked. During this visual analysis, a kinked condition was identified in the delivery shaft 6 cm away from the distal end. The excessive blood was removed, cleaning the device after the visual inspection. Per dimensional analysis, the outer diameter (od) of the delivery shaft was measured and the sections analyzed were selected randomly along the delivery shaft at 4, 8 and 12 cm from the distal end. The results obtained were observed to be inside the specification parameters. Per functional analysis, an attempt to introduce the corresponding catheter sheath introducer (csi) was performed; nevertheless, the kinked condition did not permit complete introduction into the csi. It was observed that the first section passed through the csi without any friction or resistance until the kinked condition was encountered, which stopped the advancement into the csi. Due to the same kinked condition, the deployment function could not be tested by depressing the deployment lever. In addition, a manual analysis was performed to the medical device in order to analyze the window mechanism. Per microscopic analysis, an analysis of the internal components and assembly configuration between the indicator tube and posts of the lock-out plate was executed. During this analysis, it was concluded that no anomalies were identified related to possible obstructions that may impeded the window indicator movement mechanism. The product history record (phr) review of lot 18160773 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿delivery shaft-resistance/friction-with csi¿ could not be confirmed since functional analysis could not be completed due to a kinked condition of the delivery shaft. However, there was no resistance/friction experienced with the portion that was able to be inserted into the csi during analysis. Due to the kinked condition of the returned device, the reported event of ¿delivery shaft-kinked/bent¿ was confirmed. Additionally, the reported event of ¿indicator window-incorrect indication¿ was not confirmed through analysis of the returned device as there were no issues noted the indicator window. Regarding the unknown cordis sheath, the event of ¿catheter sheath introducer (csi)-resistance/friction-inner lumen¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issues experienced by the customer could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, access site vessel characteristics (the patient had tortuous and stenotic vessels and the puncture site had visible calcium or plaque) likely contributed to the incorrect indication noted after insertion as the customer reported that the indicator wire scraped plaque when the issue was noted. Additionally, the access site characteristics and procedural/handling factors (the csi was not rotated 180 degrees before trying to re-advance the exoseal vcd) likely contributed to the resistance/friction experienced during insertion into the cordis sheath and the subsequent kinked/bent condition noted after the device was removed. As cautioned in the exoseal vcd¿s IFU, which is not intended as a mitigation, ¿serious adverse events might result with the use of the exoseal¿ vcd in vessels not suitable for the use of the device. Avoid the use of exoseal¿ vcd in patients with arteriotomies created in areas of calcified plaque or in vessels with diameters < 5 mm. Do not use the exoseal¿ vcd to close arteriotomies created in areas of calcified plaque or stented segments. The exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program. The vascular sheath introducer and/or exoseal¿ vcd should not be advanced or withdrawn when resistance is met without first determining the cause by fluoroscopic examination. Using excessive force to advance or torque the exoseal¿ vcd may lead to arterial damage and/or breakage of the device, which may necessitate interventional and/or surgical removal of the device and arterial repair.¿ the IFU also cautions during exoseal insertion, ¿caution: if resistance is felt during delivery shaft insertion, do not apply excess force; instead, retract the delivery shaft slightly, rotate the vascular sheath introducer 180° and try to readvance the delivery shaft. If resistance is still present, discontinue the use of the exoseal¿ vcd.¿ it also cautions if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. Also provided in the cordis csi¿s IFU, ¿if increased resistance is felt upon insertion of the csi, investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, discontinue the procedure and withdraw the csi.¿ neither the phr review nor the product analysis suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, there was a lot of resistance to a 7f exoseal vascular closure device when being fed into the sheath. So, at first the indicator window changed from black and white to black and black probably because the indicator guidewire scraped the plaque. When it was retracted again, it detached from the plaque and changed to black and white again. However, the indicator window never changed then, and the plug could not be released, so the closure device was not used for safety reason. Attempting to release the plug, the plug deployment button could not be depressed. Out of an abundance of caution, the plug was not released by operator. There was a little visible bend/damage in distal end of the vcd after removal. There was no reported patient injury. The patient had tortuous and stenotic vessels. The device was used in an interventional procedure using a retrograde approach. The physician had achieved certification on the use of the exoseal device. There was no visible signs of device or package damage prior to use. The vcd was used with a cordis 7fsheath. The device was stored and prepped according to the IFU. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site had visible calcium or plaque. There was mild vessel tortuosity. There was no stent near the puncture site. The patient has calcification of the blood vessels. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. Hemostasis was achieved by manual compression. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. First the indicator window changed from black-white to black-black, then it changed to black-white. The button was not depressed at all but was not showing black at the time. The indicator window did not show any red color during retraction. The sheath was not kinked or bent upon removal. The sheath was flushed prior to exoseal vcd insertion. The vascular sheath introducer was not rotated 180 degrees before trying to re-advance the exoseal vcd. No excess force was applied during insertion. Out of an abundance of caution, the plug was not released by operator. The device is being returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18160773 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.